Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer reported that one battery a full charge and the other battery had a quarter charge. The device was used only for monitoring the patient for a non-critical transport. A backup device was available and used on the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer reported that one battery a full charge and the other battery had a quarter charge. The device was used only for monitoring the patient for a non-critical transport. A backup device was available and used on the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the downloaded electronic records from the customer¿s device and determined that the likely cause of the reported issue was due to a failure of the device ac power adapter in combination with the use of a depleted battery. The customer has replaced their ac power adapter.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer reported that one battery a full charge and the other battery had a quarter charge. The device was used only for monitoring the patient for a non-critical transport. A backup device was available and used on the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
The initial medwatch report indicates: event date ¿ (B)(6) 2018. The initial medwatch report should indicate: event date ¿ (B)(6) 2018.